Event description:
The user was transported from an outside hospital and admitted to the pediatric intensive care unit (picu) with septic shock from confirmed streppneumo (streptococcus pneumoniae) meningitis with encepahlitis and right csf leak. The meningitis appeared to be non-otogenic, which increased intracranial pressure promoting an outpouching at the malformed round window region right behind the tympanic membrane. The outpouching functioned as a meningocele which was opened during placement of pe (polyethylen) tubes. The user was explanted and a transmastoid/transcanal csf leak repair was completed.